Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: dr. Winger told the nurse that the product "did not stand up to routine manipulation". That is the only info shared with me. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.